Event description:
It was reported during decontamination or sterilisation processing the part of the device where the cutter is placed is bent and broken. There is no harm or delay reported, due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during surgery part of the mesh graft where the cutter is placed is bent and broken. The handle was unable to perform the up and down motion. Due diligence is in process.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the comb, and carrier guide was damaged. The comb, carrier guide, washers, latching pin, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery part of the meshgraft where the cutter is placed is bent and broken. The handle was unable to perform the up and down motion. Due diligence is complete and there is no additional information needed. There was no adverse event associated with this malfunction.